Manufacturer narrative:
Follow-up # 1 date of submission 4/12/2017. Device evaluation: the device has been returned and evaluated by product analysis on 3/18/2017 with the following findings: a review of the pump¿s black box data showed no evidence of a short battery life. Multiple call service 054 alarms were observed in the pump history starting on the date of the reported short battery life. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. The test battery cap was able to fully tighten to the pump. The electrical current draws measured within specifications. A "battery life" issue was not duplicated during the investigation. The pump case was removed and the pump was disassembled and there was no evidence of moisture or loose components inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.